Manufacturer narrative:
Analysis received the unit with intermittent button response due to corroded keypad traces. However, the numbers did not ramp up on its own or the scroll bar moves with no input. There was no moisture damage found on the electronic and motor assemblies. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to fluid. The customer's blood glucose was unknown at the time of incident. The customer stated that the numbers were ramping on their own. The customer stated the scroll bar is moving up or down with no input from the user. The insulin pump will be returned for analysis.